Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurs.